Event description:
Reporter noted error code during last case, unable to reboot. Stated there was no pt injnury; cancelled last case of day.

Manufacturer narrative:
A company service rep checked system, replaced on us port and us pcb; completed pm and unit met specifications.